Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas e 411 immunoassay analyzer. The initial total psa result was 0.112 ng/ml. This result was reported outside of the laboratory where it was questioned due to the clinical picture for this patient and the patient¿s historical results from about a month ago. On (B)(6) 2017, the sample was repeated twice with results of 10.49 ng/ml with a data flag and 10.40 ng/ml with a data flag. The result of 10.40 ng/ml was reported outside of the laboratory as a corrected result. No adverse event occurred. The patient is an outpatient. The reagent used for the initial total psa result was (B)(4) with an expiration date of 12/31/2017. The reagent used for both repeat total psa results was (B)(4) with an expiration date of 05/31/2017. No adverse event occurred. Calibration and quality control (qc) data were acceptable. The field service engineer (fse) visited the customer site. The customer indicated that for the result in question, there was a clot in the sample tube. The fse checked the analyzer and the system is functioning according to specification. Performance testing passed. The customer ran qc and the results were acceptable. The customer also repeated total psa samples and the results recovered as expected. Based on the information available for investigation, a general product problem has been excluded. The most likely root cause of the issue was the clot identified in the sample tube.

Manufacturer narrative:
The customer stated that the issue has not recurred. An additional possible root cause may be that the sample tube was not placed straight during sampling.